Manufacturer narrative:
(B)(4). Batch # m91863. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip was broken during the procedure. The broken piece was retrieved. There was no report on the patient injury.